Event description:
Proxy biomedical was notified on (B)(4) 2014 via email by the polyform distributor (B)(4) that they have received a complaint on the (B)(6) 2014 regarding a polyform product from a pt's legal rep. The complaint states that following implant of polyform mesh the pt suffered an injury. The date of implant of the mesh is (B)(6) 2012. The pt is identified as "(B)(6)". The pt's date of birth of unk; her weight and height details have not been provided. The hospital where the implantation procedure took place is the (B)(6), use. The physician who treated the pt is dr (B)(6), contact number is unk. The implant involved in this complaint is a polyform synthetic mesh - the part number is unk (it is either a 10x15cm or a15x20cm); the lot is unk.

Manufacturer narrative:
Device was not returned for evaluation.